Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used, retracted insyte autoguard 20ga unit in an opened package from material number 381834, lot number 9337048. The unit consisted of retracted needle, loose adapter, and loose catheter tubing. In addition, two photographs were submitted which displayed similarities to that of the returned unit. A visual/microscopic evaluation was performed on the returned sample, which display the catheter tubing-wedge assembly had backed out from the adapter. The returned adapter was then sliced open and compared to a representative sample the intention of this task was to inspect for signs of marks left out on the adapter (internally) by the wedge upon swaging it (by pressure). No characteristic marks were visible on the actual sample. Further inspection of the adapter confirmed the swaging process was not completed. This type of defect is unlikely to occur by the end user. The evidence provided confirms this to be a manufacturing process issue. DHR was performed. No related quality issues or process deviations were found. CAPA#1461582 was initiated. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) was damaged/deformed/defective. Product defect was noted during use. The following information was provided by the initial reporter: catheter was disintegration.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte autoguard shielded IV catheter 20ga 1.16in (1.1 x 30 mm) was damaged/deformed/defective. Product defect was noted during use. The following information was provided by the initial reporter: catheter was disintegration.